Event description:
Device caught on fire - melted back panel.

Manufacturer narrative:
Wait for return of device to perform eval. A f/u report will be submitted after the device eval has been completed.